Event description:
A chest tube was placed for an emergent tension pneumothorax. Following insertion, the provider noticed that he was unable to pull additional air off the chest tube because the stopcock would not turn. About 5 hours later the patient started to clinically decompensate again. A repeat chest x-ray was obtained, and the patient was found to have developed a second pneumothorax on the left side. Provider tried to aspirate air off the chest tube but was not able to turn the stopcock and was unable to determine why the chest tube was not working. A second chest tube. The patient clinically improved following placement of the second chest tube. Upon removal of the first chest tube provider noted the obturator left in place. The original inserting provider, nor others, did not recognize the obturator remained in place because it was the same color as the chest tube itself. We recommend the obturator be made a different color.